Event description:
This spontaneous report was received on (B)(4) 2013, from a female consumer (age unspecified) reporting on self from (B)(6). The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o b tampons procomfort regular, vaginally, for feminine hygiene (lot number, expiration date and frequency unspecified). After an unspecified duration, she noticed that the strings of the device broke when pulled and experienced discomfort in her vaginal area. She mentioned that three out of the last eight tampons broke when pulled. The action taken with the device and the outcome of the event were unknown. The report was assessed as non serious. The company causality was assessed as related. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted on 26-nov-2013 for a device product that is considered same/similar to a us marketed device (ob procomfort regular 18s). This is a follow up submission for the third product in this case. The manufacturer report number for this submission is 8022269-2013-00117. The manufacturer report number for the first and second product in this case are 8022269-2013-00115 and 8022269-2013-00116 respectively. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting on self from (B)(6). The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o b tampons procomfort regular, vaginally, for feminine hygiene (lot number, expiration date and frequency unspecified). After an unspecified duration, she noticed that the strings of the device broke when pulled and experienced discomfort in her vaginal area. She mentioned that three out of the last eight tampons broke when pulled. The action taken with the device and the outcome of the event were unknown. The report was assessed as non serious. The company causality was assessed as related. This report was considered a reportable malfunction case in the united states. Additional information received on 08-nov-2013. The consumer did not provide a lot number with the complaint and a field sample was not received till date. This device was used as intended for treatment. A review of the trending data revealed no unfavorable trends. Based on the investigation results, due to lack of lot number and field sample and in the absence of complaint trend, no assignable cause was identified. This complaint will be closed as undetermined. Complaint trends would continue to be monitored. This report remains non serious. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted on (B)(4) 2013 for a device product that is considered same/similar to a us marketed device (ob procomfort regular 18s). This is an initial submission for the third product in this case. The manufacturer report number for this submission is 8022269-2013-00117. The manufacturer report number for the first and second product in this case are 8022269-2013-00115 and 8022269-2013-00116 respectively. This closes out this report unless other additional significant information is received.